Manufacturer narrative:
Additional information is not yet available for this device. Customer has informed that the device will not be returned as they have come up with a different plan. Since the device is not returned, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during preparation for use, the device appeared to have a faulty power on-off switch as the image did not come on, though the green light came on, when the device was turned on. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer had trouble getting the device to turn on. It only turned on after several attempts. The device is not returned and is not available for evaluation as it is being repaired by third-party. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. Since the device is not returned a conclusive root cause cannot be determined. It is possible that the phenomenon occurred due to the following reasons. Malfunction of the power board . Malfunction of the video processing board.